Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 47-year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2024 a medical examination found that the right breast has a firm area under the lateral scar at the site of the biozorb implant. On (B)(6) 2025 the patient reported that the biozorb hurts when she sleeps on it and together with her medical provider, they decided to have the biozorb removed. On (B)(6) 2025, the biozorb implant has been surgically removed. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.